Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying inaccurate erratic results. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began on the morning of (B)(6) 2010. The pt reported blood glucose results of "261, 206, 208, and 161 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The cca documented that the pt does not take oral medication or insulin injections to manage her diabetes. The pt confirmed that she continued with her usual diabetes management routine despite the alleged product issue. On an unspecified time after the alleged meter issue began, the pt claimed that she became "shaky." However, the pt denied receiving any medical treatment as a result of the alleged meter issue. During the troubleshooting session, the cca verified that the pt was using a correct technique for testing her blood glucose with the reported meter. The pt did not have a control solution to perform a quality control test at the time of the call. Per protocol, the meter, test strips, and control solution were replaced. This complaint is being reported because the pt reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.